Event description:
It was reported that the pacemaker exhibited incorrect measurements. Programming changes were made. There were no patient's consequences reported.

Manufacturer narrative:
Further information was requested but not received.